Event description:
The user facility reported a 64-year-old male of unknown ethnicity was implanted with an impella 5.5 device for mechanical circulatory support due to being hemodynamically unstable when coming off bypass. There was a left ventricle perforation after the impella placement. The origin of perforation is unknown however, the impella is considered a possible factor. The perforation required covered stent and/or balloon tamponade. Surgeons noted severe difficulty with lack of clotting after heparin was discontinued and protamine was given. The patient expired in the procedural area after 4.20 hours of support. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury . Dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06080 was provided.